Event description:
The patient reported wearing a pod on the hip/buttocks for between 37 to 48 hours before developing symptoms consistent with a first-site infection on (B)(6) 2026. While the pod was in place, the patient experienced localized pain and elevated blood glucose levels within normal range, up to approximately 12 mmol/l (216 mg/dl). Due to worsening discomfort, the patient removed the pod early. The site appeared red and tender upon removal, raising concern for a developing infection. Over the following week, the site did not improve and progressed into a painful 3 to 4 centimeter lump with increasing tenderness and discharge. On (B)(6) 2026, the patient sought medical attention at a general practice clinic primarily for evaluation of this infection. The clinical assessment lasted approximately 15 minutes, during which the clinician diagnosed either an abscess or infection, although the patient was not certain of the specific terminology used. The patient was prescribed a topical antibiotic and an oral antibiotic, although the patient did not recall the specific names or dosages. The patient used only the topical antibiotic and reported subsequent improvement in symptoms. The pod had already been discarded and was unavailable for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.